Event description:
This case was reported via (case# FDA-2014-n-0736-0811) in (B)(6) 2015 and was forwarded to bayer on (B)(6) 2015. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal cramping") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), abdominal pain lower (serious criteria medically significant and clinically significant/intervention required), abdominal pain (serious criteria medically significant and clinically significant/intervention required), headache ("daily headaches"), asthenia ("low or no energy"), back pain ("back pain"), abdominal distension ("bloating (I look like I'm about 6 months pregnant"), feeling abnormal ("feeling flutters"), alopecia ("increased hairloss"), mood altered ("mood changes"), menstrual disorder ("abnormal menstruation cycles"), arthralgia ("hip pain"), dyspareunia ("painful intercourse"), migraine ("migraine"), rash ("skin rash"), blister ("skin blister"), dental caries ("tooth decay"), weight increased ("weight gain"), fatigue ("chronic fatigue"), amnesia ("memory loss"), hypoaesthesia ("numbness in both hands and feets"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings") and endometriosis ("endometriosis"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy; uterus and fallopian tubes were removed), surgery (partial hysterectomy and bilateral salpingectomy; uterus and fallopian tubes were removed) and surgery (partial hysterectomy and bilateral salpingectomy; uterus and fallopian tubes were removed). Essure was withdrawn. At the time of the report, the pelvic pain, headache, asthenia, back pain, abdominal distension, feeling abnormal, alopecia and mood altered had not resolved and the abdominal pain lower, abdominal pain, menstrual disorder, arthralgia, dyspareunia, migraine, rash, blister, dental caries, weight increased, fatigue, amnesia, hypoaesthesia, hot flush, night sweats, mood swings and endometriosis outcome was unknown. The reporter considered pelvic pain, abdominal pain lower, abdominal pain, headache, asthenia, back pain, abdominal distension, feeling abnormal, alopecia, mood altered, menstrual disorder, arthralgia, dyspareunia, migraine, rash, blister, dental caries, weight increased, fatigue, amnesia, hypoaesthesia, hot flush, night sweats, mood swings and endometriosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2014: hysterosalpingogram result was confirmed full occlusion. In (B)(6) 2016: nuclear magnetic resonance imaging result was endometriosis. (B)(6) 2016: endometrial biopsy indicated endometriosis. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on (B)(6) 2016: new events added. Case upgraded to incident. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, lower abdominal pain and abdominal cramping, amongst non serious events. She underwent a partial hysterectomy and bilateral salpingectomy. The events are anticipated in the reference safety information for essure. During the essure therapy, pelvic/abdominal/lower abdominal pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), abdominal pain lower ("lower abdominal pain, pain"), abdominal pain ("abdominal cramping / abdominal pain (moderate pain (moderate") and genital haemorrhage ("abnormal bleeding (general) (worsened)") in a 29-year-old female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2006 and (B)(6) 2012).), c-section in 2006, c-section on (B)(6) 2012, asthma, ovarian cyst, seizure, glucose low, pituitary adenoma, insulinoma, polycystic ovaries and vaginitis bacterial. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included overweight, adenomyosis and non-tobacco user. Concomitant products included triamcinolone acetonide (kenalog) since (B)(6) 2015 for hair loss as well as anovlar (microgestin), antibiotics, cabergoline since 2013 to august 2016, ergocalciferol (vitamin d) since (B)(6) 2013, ibuprofen from 26-nov-2013 to 31-dec-2013, medroxyprogesterone (depo provera) from 3-aug-2013 to 1-feb-2014 and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("daily headaches / migraines / headaches / headaches (moderate to sever)"), back pain ("back pain / back pain (moderate to severe)/ back pain is constant, daily), pain"), abdominal distension ("bloating (I look like I'm about 6 months pregnant) / gastrointestinal or digestive system condition type severe bloating "), migraine ("migraine / migraines / headaches"), weight increased ("weight gain"), fatigue ("chronic fatigue / fatigue"), hot flush ("hot flashes"), night sweats ("night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and hormone level abnormal ("hormonal changes-"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)/ intercourse became very dry and painful."). On (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: blurred vision.") And astigmatism ("slight astigmatism"). On (B)(6) 2014, the patient experienced dental caries ("tooth decay / dental problems"). On (B)(6) 2015, the patient experienced rash ("skin rash / rashes or skin conditions type: skin rashes,") and blister rupture ("skin blister / open blisters on arm"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), asthenia ("low or no energy"), feeling abnormal ("feeling flutters"), alopecia ("increased hairloss / hair loss"), mood altered ("mood changes"), menstrual disorder ("abnormal menstruation cycles"), arthralgia ("hip pain"), amnesia ("memory loss"), hypoaesthesia ("numbness in both hands and feets"), mood swings ("mood swings") and endometriosis ("endometriosis"). The patient was treated with minoxidil, spironolactone, phentermine, panadeine co (tylenol #3), surgery (operative laparoscopy, conversion to abdominal supracervical hysterectomy, bilateral salpingectomy), surgery (operative laparoscopy, conversion to abdominal supracervical hysterectomy, bilateral salpingectomy,) and surgery (operative laparoscopy, conversion to abdominal supracervical hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, genital haemorrhage, back pain, alopecia, dyspareunia, rash, dental caries, weight increased, fatigue, female sexual dysfunction, dysmenorrhoea, vision blurred, gastrointestinal disorder and hormone level abnormal had resolved, the headache, asthenia, abdominal distension, feeling abnormal and mood altered had not resolved and the menstrual disorder, arthralgia, migraine, blister rupture, amnesia, hypoaesthesia, hot flush, night sweats, mood swings, endometriosis, astigmatism and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, asthenia, astigmatism, back pain, blister rupture, dental caries, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, hypoaesthesia, menstrual disorder, migraine, mood altered, mood swings, night sweats, pelvic pain, rash, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well and was taken to the recovery room in good condition. Essure placed r ostium 2 coils visible. Esure placed l ostium 1 coils visible.the attached segment of fallopian tube contains a metal coil. The opposite attached segment of fallopian tube also contains a metal coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion. Nuclear magnetic resonance imaging - in (B)(6) 2016: endometriosis. On (B)(6) 2016: endometrial biopsy indicated endometriosis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4) on 27-aug-2015. The most recent information was received on 05-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), abdominal pain lower ("lower abdominal pain, pain"), abdominal pain ("abdominal cramping / abdominal pain (moderate pain (moderate") and genital haemorrhage ("abnormal bleeding (general) (worsened)") in a 29-year-old female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(4) 2006 and (B)(6) 2012). C-section in 2006, c-section on (B)(6) 2012, asthma, ovarian cyst, seizure, glucose low, pituitary adenoma, insulinoma, polycystic ovaries and vaginitis bacterial. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included overweight, adenomyosis and non-tobacco user. Concomitant products included triamcinolone acetonide (kenalog) since (B)(6) 2015 for hair loss as well as anovlar (microgestin), antibiotics, cabergoline since 2013 to (B)(6) 2016, ergocalciferol (vitamin d) since (B)(6) 2013, ibuprofen from (B)(6) 2013 to (B)(6) 2013, medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2014 and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("daily headaches / migraines / headaches / headaches (moderate to severe), back pain ("back pain / back pain (moderate to severe)/ back pain is constant, daily), pain"), abdominal distension ("bloating (I look like I'm about 6 months pregnant) / gastrointestinal or digestive system condition type severe bloating "), migraine ("migraine / migraines / headaches"), weight increased ("weight gain"), fatigue ("chronic fatigue / fatigue"), hot flush ("hot flashes"), night sweats ("night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and hormone level abnormal ("hormonal changes-"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)/ intercourse became very dry and painful."). On (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: blurred vision.") And astigmatism ("slight astigmatism"). On (B)(6) 2014, the patient experienced dental caries ("tooth decay / dental problems"). On (B)(6) 2015, the patient experienced rash ("skin rash / rashes or skin conditions type: skin rashes,") and blister rupture ("skin blister / open blisters on arm"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), asthenia ("low or no energy"), feeling abnormal ("feeling flutters"), alopecia ("increased hairloss / hair loss"), mood altered ("mood changes"), menstrual disorder ("abnormal menstruation cycles"), arthralgia ("hip pain"), amnesia ("memory loss"), hypoaesthesia ("numbness in both hands and feets"), mood swings ("mood swings") and endometriosis ("endometriosis"). The patient was treated with minoxidil, spironolactone, phentermine, panadeine co (tylenol #3), surgery (operative laparoscopy, conversion to abdominal supracervical hysterectomy, bilateral salpingectomy), surgery (operative laparoscopy, conversion to abdominal supracervical hysterectomy, bilateral salpingectomy,) and surgery (operative laparoscopy, conversion to abdominal supracervical hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, genital haemorrhage, back pain, alopecia, dyspareunia, rash, dental caries, weight increased, fatigue, female sexual dysfunction, dysmenorrhoea, vision blurred, gastrointestinal disorder and hormone level abnormal had resolved, the headache, asthenia, abdominal distension, feeling abnormal and mood altered had not resolved and the menstrual disorder, arthralgia, migraine, blister rupture, amnesia, hypoaesthesia, hot flush, night sweats, mood swings, endometriosis, astigmatism and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, asthenia, astigmatism, back pain, blister rupture, dental caries, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, hypoaesthesia, menstrual disorder, migraine, mood altered, mood swings, night sweats, pelvic pain, rash, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well and was taken to the recovery room in good condition. Essure placed r ostium 2 coils visible. Esure placed l ostium 1 coils visible.the attached segment of fallopian tube contains a metal coil. The opposite attached segment of fallopian tube also contains a metal coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion. Nuclear magnetic resonance imaging - in (B)(6) 2016: endometriosis. (B)(6) 2016: endometrial biopsy indicated endometriosis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events gastrointestinal disorder and hormone level abnormal added. Outcome for the events alopecia, vision blurred, dysmenorrhoea, gastrointestinal disorder, hormone level abnormal, weight increased, pelvic pain, abdominal pain lower, abdominal pain and back pain updated to recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 27-mar-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, lower abdominal pain and abdominal cramping, amongst non serious events. She underwent a partial hysterectomy and bilateral salpingectomy. The events are anticipated in the reference safety information for essure. During the essure therapy, pelvic/abdominal/lower abdominal pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 27-aug-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal cramping / abdominal pain (moderate pain (moderate") and genital haemorrhage ("abnormal bleeding (general) (worsened)") in a 29-year-old female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2006 and (B)(6) 2012).), c-section in 2006, c-section on (B)(6) 2012, asthma, ovarian cyst, seizure and glucose low. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included overweight. Concomitant products included anovlar (microgestin), cabergoline since 2013 to (B)(6) 2016, colecalciferol (vitamin d) since (B)(6) 2013, ibuprofen from (B)(6) 2013 to (B)(6) 2013, medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2014, minoxidil since (B)(6) 2015, spironolactone since 2013 and triamcinolone acetonide (kenalog) since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced headache ("daily headaches / migraines / headaches / headaches (moderate to sever)"), abdominal distension ("bloating (I look like I'm about 6 months pregnant) / gastrointestinal or digestive system condition type severe bloating "), migraine ("migraine / migraines / headaches"), weight increased ("weight gain "), fatigue ("chronic fatigue / fatigue"), hot flush ("hot flashes"), night sweats ("night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)/ intercourse became very dry and painful."). On (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: blurred vision. ") and astigmatism ("slight astigmatism"). On (B)(6) 2014, the patient experienced dental caries ("tooth decay / dental problems"). On (B)(6) 2015, the patient experienced rash ("skin rash / rashes or skin conditions type: skin rashes,") and blister rupture ("skin blister / open blisters on arm"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), asthenia ("low or no energy"), back pain ("back pain / back pain (moderate to severe)/ back pain is constant, daily)"), feeling abnormal ("feeling flutters"), alopecia ("increased hairloss / hair loss"), mood altered ("mood changes"), menstrual disorder ("abnormal menstruation cycles"), arthralgia ("hip pain"), amnesia ("memory loss"), hypoaesthesia ("numbness in both hands and feets"), mood swings ("mood swings") and endometriosis ("endometriosis"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy; uterus and fallopian tubes were removed), surgery (partial hysterectomy and bilateral salpingectomy; uterus and fallopian tubes were removed) and surgery (partial hysterectomy and bilateral salpingectomy; uterus and fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, asthenia, back pain, abdominal distension, feeling abnormal, alopecia and mood altered had not resolved, the abdominal pain lower, abdominal pain, menstrual disorder, arthralgia, migraine, blister rupture, weight increased, amnesia, hypoaesthesia, hot flush, night sweats, mood swings, endometriosis, dysmenorrhoea, vision blurred, astigmatism and weight decreased outcome was unknown and the genital haemorrhage, dyspareunia, rash, dental caries, fatigue and female sexual dysfunction had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, asthenia, astigmatism, back pain, blister rupture, dental caries, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypoaesthesia, menstrual disorder, migraine, mood altered, mood swings, night sweats, pelvic pain, rash, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion nuclear magnetic resonance imaging - in (B)(6) 2016: endometriosis (B)(6) 2016: endometrial biopsy indicated endometriosis. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events abnormal bleeding, apareunia,dysmenorrhea, astigmatism, weight decreased, are added. Lot number added. Lab data updated. Concomitant condition and drugs are added. Historical drug & condition are added. Product, patient and reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.